Event description:
The medical center reported that when the health professional was placing container in sharps bin, the needle counter box came apart leaving a gap through while a sharp object protruded and pierced the skin of their finger.

Manufacturer narrative:
Describe event or problem: the medical center reported that when the health professional was placing container in sharps bin, the needle counter box came apart leaving a gap through which a sharp object protruded and pierced the skin of their finger. Deroyal: the sample was not returned for evaluation. Inventory was reviewed and found to be acceptable. The report was determined to be an isolated incident due to an undetermined root cause. It is unknown if an end user or deroyal manufacturing error occurred.